Manufacturer narrative:
E1(initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door failed and was not detected on the communication bus. The reporter indicated the workaround is sending meds from central pharmacy, but it affects patient care as meds are not readily available to be given by nurse. Several employees are impacted by this outage. The customer stated that this issue affects patient care, as medications are not readily available for nurses to give to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary cable missing its retaining screw. A field service engineer replaced the auxiliary cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door failed and was not detected on the communication bus. The reporter indicated the workaround is sending meds from central pharmacy, but it affects patient care as medications were not readily available to be given by nurse. Several employees are impacted by this outage. There were no adverse events or injuries reported based on this event.